Event description:
It was reported that the patient has high impedance and is scheduled for replacement surgery. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.

Event description:
Implant card was received indicating the patient underwent a full replacement due to battery depletion and high lead impedance. The explanting facility is a no return site and therefore the device is not available for return or analysis.